Manufacturer narrative:
Investigation summary: bd received 150 samples for investigation. Of these, 100 returned samples were inspected, and no samples with insufficient additive were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes clotted after blood collection. No adverse impact was reported regarding the patient or user.